Event description:
It was reported that during a wrist joint arthroscopy surgery the trocar sleeves were not continuous and only with effort the trocar tip was inserted. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint device was shipped to alc via fedex tracking number (B)(4) however the device was not received at alc. As a result, the complaint will be processed as a non-return. If the complaint device is received, the complaint will be reopened and updated accordingly. The most likely cause for the reported failure can be attributed to issues noted in ncr-18130.